Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of the site, a loose dovetail. The system was adjusted and no patient was involved when the issue was noted.

Manufacturer narrative:
The system was examined and the reported ¿loose dovetail¿ and ¿alignment issue of the aberrometer¿ was confirmed. However, the reported ¿double images¿ were not replicated. To resolve the issues, the company representative tightened the dovetail screws and performed re-alignment of the aberrometer to the microscope. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported ¿dovetail loose and alignment issue¿ can be attributed to loose screws on the dovetail. How or when the screws became loose is unable to be determined conclusively. As the reported event of double image was unable to be confirmed, the root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).